Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. We checked the returned unit and confirmed that the ccd module laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the light guide cable buckled, and the operation channel leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.